Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. On device interrogation the right ventricular (rv) lead exhibited oversensing noise and short v-v intervals. The lead also exhibited high and undefined impedance causing a polarity switch. Lead fracture was confirmed. It was noted that when the lead would over-sense pacing would be inhibited. The lead was capped and replaced with leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.